Event description:
It was initially reported that an alarm was heard and confirmed by telemetry as critical due to eos/eol (end of service/end of life) message. Patient experienced increase in pain over the past week and chills. It was also added that the patient had a stroke on this past sunday ((B)(6) 2012) and healthcare provider was unsure if this was related to the pump/therapy. Drug delivered via the device was morphine 25mg/ml, 3.25mg/day. It was later reported on (B)(6) 2012 that patient had a stroke at the beginning of the month and was hospitalized for that. He was currently hospitalized for chest pains. Patient believed that both of these incidents were a result of stress caused by trying to find a new pump doctor. It was also stated that the pump "malfunctioned" and was "turned off" after an MRI. Patient was told about the eol/eri (end of life/ elective replacement indicator) on the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was reported by the managing physician's nurse that the patient was last seen in the office in march for a refill. At that time the patient was told by the physician that the eos date was april 13. The reporter stated "the patient chose to ignore that and the pump went dry". The office had not heard from the patient again until a week prior to the report when the patient said that he was going to have the pump replaced by another physician and that he would call to schedule an appointment for the next refill after the replacement. It was also reported that in regards to the stroke, the managing physician was "sure that it was not pump related" and that he "never thought that the pump contributed to the stroke".

Event description:
The patient reported the pump was replaced. The pump was currently delivering saline and will be replaced with morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected. (B)(4).